Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this patient was intubated in the ER last night, and placed on the hamilton c1 ventilator. The patient was transferred to ICU 3005. Rt went to perform a vent check around noon and the vent kept alarming "low oxygen," while connected to wall oxygen source. He tried troubleshooting it by increasing and decreasing fio2 but the alarm would reset and come back. Craig from biomed was at bedside. No harm ever occurred to patient during this time. This vent was taken out of service and the patient was placed on a different hamilton c1 vent. No issues with new vent. Previous vent being sequestered in biomed. No health consequences or impact.